Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pre-decontamination inspection noted the right atrial (ra) and right ventricular (rv) seal plugs were missing from the device header. There was also a wrench tip that was broken off in the ra+ setscrew hex slot. All other setscrews moved freely. Post decontamination microscopic inspection noted that the wrench tip was broken off in the up position and the ra+ retainer ring was bent upward. The rv+ retainer ring was also bent up ward, which would indicate that excessive force was used to retract the setscrew. In addition, medical adhesive had been applied to the ra+, rv- and df+ seal plugs. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis testing could not confirm the reported clinical observations, however induced damage to the setscrews was confirmed.

Event description:
Boston scientific crm received information that during a device change-out procedure there were difficulties experienced with this cardiac resynchronization therapy defibrillator (crt-d). The right atrial (ra) pace/sense and right ventricular (rv) pace/sense setscrews were unable to be loosened. They were stuck in the down position after multiple attempts with a non-torque wrench. The pocket was reclosed and the leads planned to be extracted at a later date. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated that an additional procedure took place and the rv and ra leads were surgically abandoned. The rv pace/sense setscrew had a piece of a broken torque tool stuck inside. The seal plugs were removed using a scalpel. The device was explanted and successfully replaced. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.